Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the half-height cubie drawer is obstructing the boot-up process of the ICU medstation. A field service engineer successfully replaced the controller board to address the problem. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system,it experienced a black screen. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.